Manufacturer narrative:
Device is being shipped to ems and will be held there in quarantine for public attorney's investigation. Ems will undertake investigation of the device following the public attorney's investigation.

Event description:
Ems has been informed 10/11/06 by distributor of swiss lithoclast master that the public attorney, is investigating a case of death in a hospital. The pt passed away in 2006 after a treatment pcnl in the kidney with the swiss lithoclast master. An expert of distributor installed the device, and another expert was present during the operation. According to info provided by distributor, the device was in perfect order. But, complication (bleeding) occurred after perforation of the kidney and vessels and the treatment had to be stopped. The following night, an emergency operation took place, but the pt did not survive. Based on the info provided, the device is not considered to have malfunctioned.